Event description:
It was reported the patient feels stimulation in their legs and back when the device is powered off. The patient had decreased stimulation to 0 volts and turned the device off but still felt the sensation. The sensation was mostly when the patient was lying down. The previous night the patient had turned it off in the afternoon and when they laid down at night they could feel it. They tried turning it off several times and it was noted as still on about an hour after the patient laid down. It was noted this had happened for the past couple months and that last night was more than it usually was. It was also reported that this was not "uncomfortable." It was noted the patient fell a year prior to report and broke their hip, however, the sensation just started a few months ago.

Manufacturer narrative:
Product ID 3888-33, lot # j0555202v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).